Manufacturer narrative:
The device was not received for analysis, therefore no conclusions can be drawn as to the cause of the reported information. The axium instructions for use advises, "if axium¿ prime detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implant pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the axium coil prematurely detached in the patient during placement. The patient was undergoing treatment of an unruptured saccular aneurysm in the a2. The maximum diameter was 2.5mm and the neck diameter was 1.5mm. The blood flow was normal and the vessel was moderately tortuous. The coil was placed in the aneurysm, and during delivery into the sac, the coil began to protrude into the parent vessel. The physician began to withdraw the coil for repositioning, and there was tension on the wire when pulling the coil back. The coil detached. The coil advanced into the aneurysm from this point. Most of the coil is in the aneurysm, but a small loop is in the parent vessel. Continuous flush was administered during the procedure and it is unknown if there was any kink/damage found on the pusher and there was no resistance noted during coil delivery. No coils had been placed prior to this issue. The patient was discharged home fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.